Event description:
Boston scientific crm received information that this local sales representative contacted technical services to report that this patient system was exhibiting loss of capture/undersensing. Upon further investigating, all three of this patient's implantable leads dislodged following insertion of a swan ganz catheter.